Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) customer service on august 4, 2009 alleging that the control solution test was above the expected range on her onetouch ultra2 meter and reportedly developed symptoms afterwards. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. It was noted that the patient has been having "problems" with her meter for an "extended period of time." It is unclear if the patient had any other problems with her meter besides the failed control solution test issue. On an unspecified date, the patient obtained a "148 mg/dl" control solution test on the subject meter with an expected range of 101-135 mg/dl. According to the csr documentation, the patient then increased her diabetes medications (1/2 pill of glyburide) in the morning in 2009 as a result of the reported issue. The patient claimed that she developed symptoms of sweating, shaking, and feeling sick to her stomach for the past 2 months as a result of the reported issue. No blood glucose results were reported; therefore, it is unknown if the patient tested her blood glucose before and during her symptoms. It is unclear if the patient treated her symptoms. According to the troubleshooting performed with customer service, the test strip vial was cracked/broken, which can contribute to inaccurate meter readings. Replacement products were sent to the patient. Based on the provided information at this time, the patient did not receive any form of medical intervention as a result of the alleged inaccuracy issue with the control solution. The linkage between the reported issue and the alleged injuries by the patient remains unclear since no blood glucose results were reported. However, this complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia after the reported issue occurred and because the test strip vial was cracked/broken.